Event description:
It was reported that during a planned generator replacement surgery, high impedance was observed on the new generator. The previous generator wasn't able to run diagnostics pre-operatively due to low battery, pulse-disabled condition. The surgeon attempted reinserting the pin and was confident it was past the connector block and secured; however, high impedance was still observed . The patient's lead and generator were replaced. The explanted lead was discarded. The generator was received, but product analysis has not been completed, to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. End of service condition was verified. Per the post-burn electrical test, there were no adverse conditions identified with the returned generator. No further relevant information has been received to date.